Event description:
The following has been reported by customer: a nurse started an infusion (4 ampoules of potassium in the syringe, 40 ml) with this syringe pump on november 13, 2025, at 7:00 p.m. The syringe pump was programmed at a speed of 10 ml/h. We confirm that a double check was performed by the nurse (dosage and syringe pump speed setting). The infusion should therefore have ended on (B)(6) 2025, at 11:00 p.m. When the nurse visited the patient's room at 10:00 p.m., she noticed on the syringe pump that the infusion was scheduled to end in 15 minutes (at 10:15 p.m.). This means that the entire infusion was administered between 7:00 p.m. And 10:15 p.m. (3 hours and 15 minutes), instead of the scheduled time between 7:00 p.m. And 11:00 p.m. (4 hours). The equipment has been isolated from investigation and logs check. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. The review of the usage data confirms that the time period on (B)(6) 2025, from 20:20:33 to 23:42:48, corresponds to the reported event. The analysis of the infusion rate shows a measured deviation of 0.04%, which is within the established tolerance limits (±3%). Furthermore, the recorded data indicate that the bd plastipak 50 ml syringe used during the infusion contained 35.165 ml at the start of administration, rather than the 40 ml initially declared. The reported device was received in brezins and its investigation was performed by our investigation laboratory. The external visual inspection of the device revealed the presence of dirt on the disengagement lever, the syringe holding system, as well as in several gaps and joints. These observations indicate an accumulation of residues in functional and structural areas of the device. A reproducible test, replicating the infusion conditions described in the history, was performed. An infusion at 10 ml/h for 4 hours, using a 50 ml bd plastipak syringe, for a total volume to be infused of 40 ml, was carried out. The flow rate error measured at the second hour is -0.34%, and the cumulative error is -0.40%. These results are in compliance with the specifications +/- 3%. Internal inspection revealed contamination inside the syringe pump, as well as traces of leakage around the joints and small openings. The linearity sensor kit is not firmly secured. After reviewing the various analyses, no anomaly consistent with the complaint was observed. Consequently, the complaint is not valid. It is recommended to: upgrade the software version, change the linearity sensor, clean the device. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.